Event description:
It was initially reported on (B)(6) 2013 that the patient's catheter site at their back, had swollen up pretty big, and was turning a dark brown color. The patient further stated that it was very, very tender to the touch, it itched a little, it had sometimes swollen up, and was really painful. The patient planned to follow up with the healthcare provider. It was later reported that the patient underwent a catheter revision, as the catheter was pulled out of the spine. The revision date was not reported, but per the manufacturing device registry, the patient underwent a revision on (B)(6) 2013. The patient outcome was not reported, but it was noted the patient subsequently underwent a second revision for another dislodgment (see manufacturer report # 3004209178-2013-10446.). Additional information has been requested, but was not available as of the date of this report. The medications used within the system were dilaudid and fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).